Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the customer that infusion set is not sticking in her skin and came off after few days. No further information was available.